Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 357.377, supplier lot 6319173, synthes lot 6319173: release to warehouse date: may 20, 2010. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip fracture surgery the surgeon tried to loosen a helical blade coupling screw with a screwdriver but the part would not loosen. The surgeon decided to use pliers to loosen it and the screw fell apart. All fragments were retrieved. There was a two (2) minute delay in the surgery. There was no patient harm and the surgery was completed successfully with no medical intervention require. Concomitant devices reported: pliers (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. Part # 357.377, lot number # 6319173 (helical blade coupling screw) was returned and reported to have become stuck and then broke during surgery. This condition is confirmed; the device sheared along the weld separating the shaft from the knurled head. The device was manufactured in 5/2010 and is over six years old. The balance of the returned device is in fairly worn condition with some markings along the distal threading and the face of the proximal knurled head. This complaint condition was likely caused by over six years of consistent use and the application of excessive force during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test and drawing review were performed as part of this investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.